Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had gained a significant amount of weight and could no longer charge the ipg. The ipg would not connect to the charger or patient programmer. A company representative attempted to connect with a charger and remote and was unsuccessful. Surgical intervention was taken and the patient's scs ipg was replaced with a new one.